Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. H6 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 2687 foreign body in patient (health effect clinical code, 2687 foreign body in patient, was selected even though the dec was not retrieved from inside the patient by the user, but the dec was thought to have come off inside the patient's mouth and grabbed by the patient.) Health effect impact code: 4638 endoscopic procedure, 4642 additional device required, 4604 delay to treatment/therapy medical device problem code: 2907 detachment of device or device component component code: 424 cap type of investigation: 3331 analysis of production records investigation findings: 4248 usage problem identified investigation conclusions: 27 cause traced to training, 19 cause traced to user evaluation summary pentax medical canada has confirmed by email that the customer confirmed verbally that training was conducted to address the user related error. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured on 19-oct-2022 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 28-oct-2022 and actual date shipped were confirmed on 31-oct-2022. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. Manufacturer MDR 9610877-2023-00197, (B)(6) 2023 procedure. Manufacturer MDR 9610877-2023-00198, (B)(6) 2023 procedure.

Event description:
Pentax medical was made aware of a complaint on 08-aug-2023 that occurred in the endoscopy suite during use in canada. The customer reported that a sterile single use distal end cap(dec), model oe-a63, lot number 0031102, came off during intubation during the ercp(endoscopic retrograde cholangiopancreatography) procedure. The respirology team was brought in to find the dec and respirology was unable to find the dec. As the customer was tending to the patient, they found the dec in the patients hand. They believe it was dislodged inside her mouth and she had grabbed it out, as this patient was grasping at her mouth a lot during the procedure. The patient was discharged home. The sterile single use distal cap was used with pentax medical video duodenoscope model ed34-i10t2, serial number (B)(6). Other serious(important medical events)" was selected since the actions of the respirology team did not locate the detached dec and no actions were needed to recover the dec based on customer responses. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
H6 continued: international medical device regulators forum (imdrf) adverse event reporting health effect clinical code: 2687 foreign body in patient (health effect clinical code, 2687 foreign body in patient, was selected even though the dec was not retrieved from inside the patient by the user, but the dec was thought to have come off inside the patient's mouth and grabbed by the patient.) Health effect impact code: 4638 endoscopic procedure, 4642 additional device required, 4604 delay to treatment/therapy medical device problem code: 2907 detachment of device or device component, component code: 424 cap, type of investigation: 4118 type of investigation not yet determined, investigation findings: 3233 results pending completion of investigation, investigation conclusions: 11 conclusion not yet available. Pentax medical pai received a good faith effort(gfe) response. Details below. Patient was recalled for further screening. Bronchoscopy was performed on 08-aug-2023. Current status of patient: discharged / home. Who was involved (clinician, technician, patient, other)? Patient. What happened to the device (how did the device fail to meet its intended use or user expectation)? Cap came off during intubation, switched to gastroscope. What happened to the patient (actual or potential clinical consequences from the event, patient outcome, current patient status)? Hospital had to call respirology. Current status of patient: discharged / home. What procedure was involved? Ercp procedure. What actions have been taken to correct the issue? They called in respirology to find the cap and respirology could not find the cap. As they were tending to the patient, they found it in the patients hand. However, they believe it was in her mouth and she had grabbed it out, as this patient was grasping at her mouth a lot. When was it first observed? The first event was july 31 and second event is aug 8, 2023. Where in the facility did it happen? Endoscopy department. Where was it first observed? During procedure in endoscopy. How did it happen (if known)? Unknown at this point. Was the procedure for treatment or diagnostic purposes? Treatment. Was there a delay in the procedure which would require medical intervention such as additional anesthesia or prolonged hospital stay? Yes. Did a nurse attach the cap# oe-a63 to the distal part of the endoscope. If so, did they hear the clicking sound when attaching it? Yes. If additional information becomes available, a supplemental report will be filed with the new information. (B)(6) 2023 procedure, manufacturer MDR 9610877-2023-00198, (B)(6) 2023 procedure.